Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery. A 2.00mm x 30mm apex¿ balloon catheter was selected to dilate the lesion. However during advancing of the balloon over a non-bsc guidewire, it was noted that the balloon froze on the guidewire and could not advance. The device was removed by pulling the guidewire and balloon as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.